Event description:
The customer alleged a manufacturer hill-rom stretcher, serial number (B)(6) that had reduced brake force and wobbly casters. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).